Event description:
Reportedly a re-intervention was performed on (B)(6) 2024 due to a suspicion of ventricular lead fracture. The lead was explanted. The lead is not available for return.

Manufacturer narrative:
Summary of the investigation: as the suspected lead was not returned (discarded in the hospital), and no patient files were provided (cso, x-rays etc..) It is impossible to conclusively confirm/identify the reported issue. No further investigation could be performed. This case will be retained and utilized for trending purposes.

Event description:
Reportedly a re-intervention was performed on (B)(6) 2024 due to a suspicion of ventricular lead fracture. The lead was explanted. The lead is not available for return.